Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. 76.2mm perimeter with a calcified stj measuring at 23x25mm. Device was implanted in the patient. Torrential aortic regurgitation (ar) post implant. Patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) given and patient vitals returned. 2x post dilatation done, which reduced the ar. Left ventricle (lv) completely down. Moderate paravalvular leak (pvl) post dilatation (not central jet). Valve recoiled on post-dilatation requiring a non-abbot device to be implanted in a valve in valve procedure. Pvl reduced to mild. Patient passed away later that evening.

Manufacturer narrative:
An event of paravalvular leak and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. No imaging was provided and a medical review was done based on the narrative provided. Based on all available information, the root cause of the reported paravalvular leak could not be conclusively determined however, information from the field indicated that there was severe nodular calcification in the annulus which may have contributed to the paravalvular leak and incomplete expansion of the navitor device. Pre-dilation may have mitigated this issue but it is unknown if this was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. 76.2mm perimeter with a calcified sinotubular junction measured at 23x25mm. Device was implanted in the patient. Torrential aortic regurgitation (ar) post implant. Patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) given and patient vitals returned. 2x post dilatation done, which reduced the ar. Left ventricle (lv) completely down. Moderate paravalvular leak (pvl) post dilatation (not central jet). Valve recoiled on post-dilatation requiring a non-abbot device to be implanted in a valve in valve procedure. Pvl reduced to mild. Patient passed away later that evening.